Event description:
The patient fell two days post-op and fractured her femur (bone).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.